Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 short port btt inflation valve popped out. A replacement unit from an accessory kit was used to complete the procedure. The hospital did not report any patient effects. The product was not returned.

Manufacturer narrative:
The device was discarded by the hospital. Since the product was not returned, an evaluation could not be performed. A lot history record review was completed for the product. There was no nonconformance for the reported lot. This problem is currently being investigated in our CAPA process. (B)(4).